Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unrelated lead revision procedure, the physician noted that the right atrial lead insulation exhibited a defect. The physician elected to explant and replace the lead. The patient was in good condition before and post surgery.